Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-oct-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H4. Device manufacture date, d4. Expiration date, and d4. Primary UDI number have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter and the irrigation issue was noticed when the catheter was inside the patient. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 09-sep-2024. The issue was noticed during the procedure while the catheter was inside the patient. This irrigation issue was originally considered non-reportable, however, bwi became aware on 09-sep-2024 that the issue was noticed when the catheter was inside the patient and have reassessed the event as reportable. The awareness date for this record is 09-sep-2024.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav catheter. Occlusion/ no irrigation. During the procedure, the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The issue was noticed during the procedure while the catheter was inside the patient. The device evaluation was completed on 22-oct-2024. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the handle. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).